Event description:
Account stated the service required led is active. No pt involvement. No injuries were reported.

Manufacturer narrative:
Service light was indicating ground loss. Account decided not to repair the bed and was going to scrap out.